Manufacturer narrative:
Product evolution: the used cartridge was returned. An abundant amount of viscoelastic was observed on the exterior of the cartridge tip. The tip of the cartridge has heavy stress. Heavy stress, a crack and an aneurysm is observed on the top starting at the thick nozzle wall behind the parting line. This enlarged stress deformation extends along the anterior tip and has torn from mid tip through tip exit. This is excessive damage. The cartridge has unequal indentations on cartridge wings which may indicate the cartridge was not placed securely into the handpiece. Photos were available in the file for review. The photos match the returned condition of the product, showing the excessive amount of viscoelastic dried on the outside of the cartridge tip. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and all documents indicate the product met release criteria. The lens model, handpiece, and viscoelastic used with this cartridge are unknown. It is unknown if qualified associated products were used. The used cartridge nozzle and tip have extreme damage. The root cause of the complaint may be related to a failure to follow the dfu. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The cartridge has evidence that it may not have been properly seated in the handpiece. The cartridge wings show evidence that the cartridge was not placed equally within the handpiece locking slots. The tilted cartridge placement may have resulted in inaccurate lens/plunger advancement through the cartridge, resulting in damage. It is unknown if a qualified associated products were used. The use of non-qualified associated products may result in delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a split mark was noted on the cartridge after the lens was implanted. The doctor reported there was no complications.